Event description:
It was reported that the procedure was to treat 90% stenosed de novo lesion in the distal left circumflex (dlcx) with mild calcification and mild tortuosity. The 2.75x15mm xience skypoint stent delivery system (sds) was attempted to be advanced to the target lesion with difficulty due to the anatomy but the sds failed to reach the lesion; therefore, the sds was removed from the patient. It was noted the stent moved on the delivery system balloon but did not completely become dislodged and remained on the balloon. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott stent was used to complete the procedure. No additional information has been provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.